Manufacturer narrative:
The mayfield composite series base unit (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation showed that the unit was received without the end cap on the left bracket side. The handle was received without the 1/4" viton ball under the handle trigger. The teeth are worn on transitional and the handle was testing low when put under pressure. Replacement of worn parts and general maintenance were performed to meet device specifications. Root cause - the reported complaint was confirmed from the evaluation. The unit had some parts missing, the teeth on transitional are worn, and the handle tested low when put under pressure. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the main locking mechanism on mayfield composite series base unit (a3101) slips when pressure is applied. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.